Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 545mg/dl with moderate ketones and vomiting. The patient reportedly did not require medical intervention. There was no indication of damage to the pump; however, there was moisture observed behind the display. The patient reportedly discontinued insulin pump therapy. The pump reportedly was requested to be returned; however the patient declined to return it. This complaint is being reported because the patient experienced a hyperglycemic event due to the alleged power issue with the pump.